Event description:
Hosp opened a hip stem and it would not fit. The hosp claims the product may be the wrong size. Another stem of the same size was obtained and implanted successfully. Surgery was extended by at least 3/4 hour while they located the second product.